Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medwatch, "husband was holding the patient's hand when he noted blood leaking from the a-line tubing. Defect was noted 4 hours after insertion. A-line was inserted around 10pm by md. No issues noted during tubing check prior to insertion. Blood draws were done at 10:11pm and 1:20am post insertion with no issues noted from the a-line connector. Two rns were at bedside performing care when patient's husband brought to our attention around 2am that blood was leaking from the "IV". Slow trickle of blood noted from the a-line connector when rn checked it. A-line alarm did not go off due to leakage was slow trickle and still generating pressures." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch "husband was holding the patient's hand when he noted blood leaking from the a-line tubing. Defect was noted 4 hours after insertion. A-line was inserted around 10pm by md. No issues noted during tubing check prior to insertion. Blood draws were done at 10:11pm and 1:20am post insertion with no issues noted from the a-line connector. Two rns were at bedside performing care when patient's husband brought to our attention around 2am that blood was leaking from the "IV". Slow trickle of blood noted from the a-line connector when rn checked it. A-line alarm did not go off due to leakage was slow trickle and still generating pressures." No other information was provided.